Event description:
Percutaneous transluminal coronary angioplasty being performed. The physician requested a acs htf .018 300 cm. Wire, he preshaped tip and entered the patient upon removing wire, rn back loaded wire into its container and placed in based with heparin flush. Two other wires were used, then the physcian went back to the htf .018 wire reshaped the tip and eventually crossed the lesion. After advancing the balloon down wire and across lesion the position of the balloon and wire were checked. At that point, it was noted that the tip of the wire had broken from the body of the wire and lodged in the coronary artery. It was also noted that the broken wire were checked. At that point, it was noted that the patient had significant blockage of the coronary arteries. Based on this information, it was determined that emergency bypass surgery was necessary. Patient did well fter surgery and was discharged on 12/24/91device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: actual device involved in incident was evaluated, none or unknown, other. Results of evaluation: component failure, modification of device - by user, inherent risk of procedure, guidewire. Conclusion: device failure indirectly contributed to event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.